Manufacturer narrative:
The device was discarded by the customer and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an amia cassette leaked. This occurred during prime. The source of the leak could not be determined but solution was found at the side of the peritoneal dialysis (pd) machine near the patient line holder. There was no patient injury or medical intervention associated with this event. No additional information is available.